Event description:
The drill bit toggles and broke while being used during surgery.

Manufacturer narrative:
Evaluation codes: the instrument, has returned, contained a fractured drill bit. The device had a potential field age of approximately 15 months at the time of failure. This fracture is probably due to a toggling that occurs when the drill bit is within the drill guide. The device history records indicate all components were manufactured and inspected to specification.